Event description:
The customer alleged that he performed control tests and rec'd results of 413, 373, and 381 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The customer disposed of the control test solution, so further troubleshooting was not possible. The test strips are to be returned for eval. Replacement test strips were sent to the customer.